Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defibrillator lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had far-field r-wave oversensing. Upon removing the suture sleeve the physician noted that the insulation was stained and suspected an insulation integrity problem. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.